Event description:
Pt's IV fell out sometime between insertion and arriving in CT. There had been no aggressive movements, no tugging at IV insertion site. The IV had been held in place by a new centurion IV start kit dressing, lot # 2025 112690. This was my first of two dislodged ivs with same kit. Other rns have stated displeasure with this kit. The dressing does not seem to fit properly over IV site allowing any adhesive to be affixed beneath the hub. Pt: 4582. Device: 2923, 1583. Reference report: mw5183829.